Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-ray revealed the patient had one lead fragment left in their epidural space after their lead trial pull. It was noted that someone at the patient's home facility had cut their leads for an unknown reason prior to lead removal. As a result, the patient underwent additional surgical intervention during which the fragment was explanted.